Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported by the patient that he experienced pain and redness after first night of use with the orthopak device. The patient stopped using device. He could not remember if the pain was on top or beneath. The patient rated the pain level a 10 on a scale of 1 to10, 10 being the highest. The patient has an appointment with the doctor on the 11th. Patient wants to switch unit. It was reported that no further information is available. No additional patient consequences have been reported. Orthopak was not returned for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that he experienced pain and redness after first night of use with the orthopak device. The patient stopped using device. He could not remember if the pain was on top or beneath. The patient rated the pain level a 10 on a scale of 1 to10, 10 being the highest. The patient has an appointment with the doctor on the 11th. Patient wants to switch unit. It was reported that no further information is available.